Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of high and low blood glucose readings and possible over delivery anomaly from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer treated with food and glucose tablets. The customer stated that the pump calculated a correction of 8 units and her son's blood glucose was at 180 mg/dl. The customer also reported over delivery from the pump. The customer declined to troubleshoot for high readings.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The bolus wizard functioned properly per the bolus wizard sample in the user guide. No cosmetic damage noted.

Manufacturer narrative:
The pump passed the delivery accuracy test.